Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider of a clinical study reported via a company representative (rep) that the cause of the increased pain on (B)(6) 2016 remains unknown. It was unknown if device reprogramming resolved the pain, and it was unknown what was done to resolve the increased pain. The patient was scheduled to meet with a rep. The patient¿s next follow up was scheduled for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that they no longer had increased lower extremity pain following use of his spinal cord stimulator (scs). The patient indicated that the device was helping with his pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported the patient experienced increased pain on (B)(6) 2016 following utilization of the spinal cord stimulation (scs). The intervention taken was reprogrammed the entire system at an unscheduled clinic/office visit on (B)(6) 2016. It was noted the last interrogation of the device prior to this event was on (B)(6) 2016. Etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. The indication for use included radicular pain syndrome (radiculopathies).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The outcome was noted as ongoing.